Event description:
Customer called to report that the insulin pump has a partial display with missing segments. Customer stated that the issue was not resolved after the battery was changed. Customer's blood glucose reading was 168 mg/dl. Advised discontinuation of the insulin pump. Troubleshooting was done. Product is being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had cracked and bleeding display glass, minor scratches on the display window, a cracked case at a display window corner and cracked reservoir tube lip.